Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10. Visual inspection of the returned packaging showed damage to the corner. No punctures or damage through the outer carton were identified. The seal was open upon return. The sterile cavity was removed for inspection and the tyvek seal was found to have been breached with a hole through it. The product was part of a loaner kit and the sterility was breached when opened during a previous procedure. The device history records were reviewed and no discrepancies were identified. The condition of the device when it left zimmer biomet is conforming to specification. The root cause can be attributed to transit damage during redistribution of the product. As the root cause is not a result of a manufacturing or packaging deficiency, zimmer biomet does not consider this event to be reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.